Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported they were scheduled to replace the pump on 2014-(B)(6), but was cancelled due to a flu epidemic affecting the hospital. This case had not been rescheduled as of yet. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the pump had been dry for approximately one to one and a half years, and the patient had been managed on oral baclofen. The reporter was uncertain why the patient was not able to get it filled to begin with. The reporter was not aware of any patient symptoms, nor did they know what medication was in the device before it went dry. The reporter noted it was ¿likely baclofen since he was put on oral baclofen to avoid withdrawal¿; however, the reporter could not confirm this. It was again stated that the reporter did not know when the replacement would be rescheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient presented at the hcp's (healthcare provider's) office in (B)(6) 2013 and stated that the pump was placed in 2011. The pump hadn't been refilled since 2011. Additional information was received and it was reported that the pump was not refilled as the hcp could not verify for certain whether or not the inner pump tubing was in proper condition. Additional information was received and it was reported that the pump would be replaced in (B)(6). Additional information has been requested, but it was not available as of the date of this report